Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "heard a loud pop while they were getting a massage and lying on their stomach".

Event description:
Patient reportedly "heard a loud pop while they were getting a massage and lying on their stomach." Affected side is right. Device remains implanted.